Event description:
Additional information received notes that the right ventricular (rv) lead was capped due to having high capture threshold and high pacing impedance. The patient condition was stable before, during, and after the procedure.

Manufacturer narrative:
Further information was requested but not yet received.

Event description:
It was reported that a patient presented for a lead revision. On (B)(6) 2023 the physician elected to cap and replace the patient's right ventricular (rv) lead. The patient condition was not known.